Manufacturer narrative:
The handpiece was received at the MFR for eval. The reported condition of the device overheating was confirmed, as the upper end of the spindle housing exceeded the maximum temperature rise in a qa test. Based on the investigation details, the likely cause was problems with the rotor and driveshaft stuck in the spindle housing. Those parts were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical/medical procedure. There was no reported pt or user injury, and the case was successfully completed.